Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, and customer did not provide information about any impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer tried several troubleshooting steps with technical support, including repeated button presses and using different charging supplies, but pump still did not turn on, so customer planned to use multiple daily injections as backup therapy while technical support arranged and sent replacement pump and instructed customer to let battery fully deplete, return problematic pump within 10 days, and set up and reconnect replacement pump upon receipt.